Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. Blood glucose reading was 2.3 mmol/l at the time of incident. Customer was treated with food. Customer also reported that the insulin pump had power error detected alarm. Customer was able to clear the alarm and was able to complete insulin pump rewound. Notification light stopped flashing immediately. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was declined for low blood glucose and troubleshooting was performed for power error detected alarm. The insulin pump will not be returned for analysis.